Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) was giving an alarm. The patient stated that the power cord had issues and it sounded like it was not making a good connection and had to move the cord around to a certain angle for it to work. The mpu was sent to a technician to look and it was confirmed that unit needed to be replaced and the cord was not the issue. A new unit was ordered for the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit giving an alarm was not confirmed. The mobile power unit (mpu), serial number (B)(6) was not returned for analysis. Additionally, there were no log files, photos, or any other supporting documentation submitted that would indicate an issue with the mpu. Provided information stated that the patients power cord is having issues. It sounds like it is not making a good connection and the patient has to move the cord around to a certain angle for it to work. A technician was sent to look at the unit and the technician confirmed that the entire unit needs to be replaced and the replaceable cord was not the issue. In addition, the unit will not be returned. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on (B)(6) 2021. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to troubleshoot all alarm conditions and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook ( rev. C) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mobile power unit (mpu) was giving an alarm. The patient stated that the power cord had issues and it sounded like it was not making a good connection and had to move the cord around to a certain angle for it to work. The mpu was sent to a technician to look and it was confirmed that unit needed to be replaced and the cord was not the issue. A new unit was ordered for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.